Event description:
It was reported that a cable didn't work during cardiopulmonary bypass surgery. The customer assumed there was a potential short in the cable. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The cable was replaced but the failure could not be duplicated. There was no apparent damage to the cable nor did any tests confirm the failure. Also, no logs were returned for system eval. This report is being submitted to the FDA as a result of a retrospective review of product complaints.